Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. The sensor board only was returned to the manufacturer's quality assurance laboratory for additional evaluation. During evaluation, the cause of the sensor board failure was due to flow sensor (mt5) being out of tolerance.